Event description:
It was reported when dressing was removed, one area was green and there was a very offensive smell. Patient had noticed a tingling sensation day three of dressing being on.

Manufacturer narrative:
Based on the available information , this event is deemed a serious injury. It was further reported the patient is no longer using dressing and the product was used for five days before the event occurred. Sent request for additional information. No additional patient/event details have been provided to date. Should additional information become available a follow up report will be submitted. (B)(4).